Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported a separation at the spin collar, and returned the used sample. The sample was clearly separated at the luer attachment, and the complaint is verified. The customer also returned a short extension set with a smart site attached to the end of the tubing. Visual inspection under the microscope found the sample to have insufficient solvent. No other failure modes were observed. A device history record review could not be performed on model 2432-0007 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing was disconnected. The following information was provided by the initial reporter: it was reported by the customer that the tubing was disconnected from spin collar.